Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Fourteen unused samples were returned for evaluation. The returned samples were visually inspected per specification, and no visual defects were identified. Safety clip function test performed on all the samples by pulling the catheter assembly from the needle to engage the safety clip and using a stretched rubber glove to push the needle. Results indicated no failure, an no punctures through the glove were identified. The defect is not confirmed. Based on the results of the sample evaluation, the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: safety failure to deploy. Detailed inquiry description: safety mechanism did not deploy on standard introcan product.